Event description:
A ventilator was evaluated by a third-party field service engineer for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device by the third-party field service engineer, an active exhalation control module pressure failure was observed. The device's active exhalation control module valves needs to be replaced to address the issue.